Manufacturer narrative:
Sample collection and centrifugation information was not supplied. Qc and system information was not supplied. The customer indicated that the lab protocol is to report the initial elevated results as preliminary. The sample is then aliquoted and re-centrifuged prior to repeat testing on both analyzers; the original and alternate analyzer. Results would be then amended if discrepant to the original result. Service was not dispatched for this event. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a troponin (accutni) result within the risk stratification range for one patient's sample that was generated by the access 2 immunoassay analyzer. The erroneous result was reported out of the laboratory. Repeat testing resulted in the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.